Manufacturer narrative:
To the best of our knowledge, the two subject devices were not returned to olympus medical systems corp. And the serial numbers of the subject devices were not reported to omsc. Olympus initiated a recall (field corrective action: fca) for loosening biopsy channel connector port from december 2001, and the events reported in this article occurred before the fca. Olympus repaired the bronchoscopes by applying adhesive to the biopsy port, and replaced the plastic biopsy port with a port made from stainless steel.

Event description:
Olympus medical systems corp (omsc) conducted a retrospective review on clinical publications and noticed on june 28, 2017 a medical article published in 2005, ¿outbreaks of contaminated broncho-alveolar lavage related to intrinsically defective bronchoscopes¿, journal of hospital infection 61: 39-45 (2005). This article reported an investigation of outbreaks of broncho-alveolar lavage (bal) contamination in a hospital in (B)(6) in 2001. The article reports that two olympus bronchoscopes used in the facility were associated with contamination found in 117 bal samples during three outbreaks (between march 5th, 2001 and october 19th, 2001) among 418 patients. The other five bronchoscopes in use at the facility were not linked with the outbreaks. During storage after disinfection, the bronchoscopes were laid down flat for storage in pairs, in the same drawer. An audit by the facility of the disinfection procedure was performed shortly after each outbreak. The article reports that the facility found strict compliance with local guidelines, daily measurement of peracetic acid concentration in the disinfection bath, routine microbiological monitoring of bronchoscopes after disinfection, and careful surveillance of bal procedures. After the two bronchoscopes were removed from service, the number of bal samples that grew pathogenic organisms returned to baseline. The article reports that the manufacturer of the bronchoscopes was also involved in the review process. A detailed examination of bronchoscope 11 identified heavy contamination (>300 colony forming units/100 ml) at the entry port of the biopsy channel. The inner channels were replaced. Similarly, bronchoscope no.12 was cleaned and disinfected twice until sterile samples were obtained. The article states that the facility notified olympus (B)(4) on (B)(6) 2001. A recall notice was posted on the internet on 6 march 2002. A warning from the centers for disease control and prevention (cdc) was sent on 8 march 2002. The article reports that the (B)(6) issued a national recall of this type of bronchoscope at that time. The reported events occurred prior to an olympus corrective action in december 2001 to address an issue involving loosening of the biopsy channel connector port. Omsc reviewed its MDR files related to bf-p240 and could not confirm the incident reports in the files. Based on the information from the article, olympus is submitting 117 initial mdrs to account for 117 contaminated bal samples. This is 12 of 117 reports.